Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 19.5 cm. The radiologist stated that the aneurysmal neck was 17 mm in length with an approximate 35 degree angulation three months prior to the procedure, but was 11 mm in length with a greater than 35 degree angulation during the procedure. Aneurysm diameter at the time of implant was 7.5 cm, having increased from 6.0 cm over the course of one year. The pt presented with significant back pain, and the physicians felt that the pt's aneurysm was the source of the pt's symptoms. Because of the pt's age, pt was felt to be a poor candidate for open surgical repair, but was a good candidate for endovascular repair. A radiology report stated that a 16 french sheath was placed in the right femoral artery and a 22 french sheath was placed in the left femoral artery. An attempt was made to place the bifurcated stent graft from the left, but there was difficulty in advancing the delivery catheter into the suprarenal abdominal aorta because of the angulation of the aneurysmal neck and the tip of the delivery catheter impacted on the orifice of the superior mesenteric artery. In addition, the aneurysm had enlarged during the one-month interval since the last diagnostic study, decreasing the length of the aortic neck. The delivery catheter was removed and inserted into the right femoral artery. The stent graft was deployed above the renal arteries and positioned immediately below the renal arteries. During the attempt to remove the runners, the proximal fixation of the stent graft became dislodged and the stent graft migrated down into the aneurysm. A 14 mm diameter x 5.5 cm length iliac extension cuff was deployed on the left side to stabilize the bifurcated stent graft. To obtain a proximal seal, three 24 mm x 3.75 cm length aortic extender cuffs and one 26 mm diameter x 3.75 cm length aortic extender cuff were deployed and ballooned. A final abdominal aortogram revealed no endoleak. It was reported that the patient tolerated the procedure and was discharged from the hosp in stable condition. It was reported that the pt decided to receive follow-up care from a different hospital, despite urgings by the pt's implanting physicians to return to the implanting hospital for follow-up care. The implanting physician also requested copies of computerized tomography (CT) scans from the patient's family, but they were not sent. Ten months later, the patient was admitted to pt's local hospital complaining of back pain. It was reported that CT scans taken at the local hospital indicated an endoleak and stranding in the retroperitoneum suggestive of a subtle aneurysm leak. The pt was then transferred to the implanting hospital in stable condition, but within several hours developed acute back pain and hypotension consistent with aneurysm rupture. It was reported that the pt died without further intervention.